Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) episodes due to undersensing premature atrial complexes. The device remains in use. No patient complications have been reported as a result of this event.